Manufacturer narrative:
The event date was approximated to (B)(6) 2015, as no specific event date was provided and the patient had chronic issues since the device implantation in 2015. The implanted date was approximated to (B)(6) 2015, as it was reported that it was implanted in 2015. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The device was implanted at (B)(6) hospital and the scar tissues were removed at (B)(6) hospital. (B)(4) . The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a procedure performed in 2015. According to the complainant, the patient had chronic issues since the device was implanted. She had undergone two surgeries in two years apart to have her scar tissues removed. The patient had been told by the physician that the scar tissue will continue to form for every couple of years, so the patient will need to go back in the hospital and have the scar tissue removed for the pain level to go down. However, the patient is still in constant pain nowadays. Reportedly, the patient also experienced bladder irritation, painful urination and pain during sex ever since she had the procedure.